Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen does not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen was responsive, but the key alignment was off-centered. The touchscreen was successfully recalibrated and the key alignment was centered. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.